Manufacturer narrative:
H2) additional information: a2-a3) patient date of birth and sex, updated. Other patient information was not available from site. H3) a software analysis was initiated to determine the cause of the issue. The imaging system log review confirmed, the issue is due to dicom store server configuration, the issue could be resolved by unchecking the radiation dose under structured reports sent of the dicom servers dialog. The imaging system's software is functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: bi-500-01605 o2 o-arm sw 4.1. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a posterior lumbar interbody fusion (plif) procedure. It was reported that the site experienced a digital intercommunication of medicine (dicom) error resulting in another spin without a nav tag using the navigation system. The site restarted the system and re-spun the patient the subsequent spin was navigable. There was a 15-minute delay to the procedure and no impact on patient outcome. The representative changed the features on the mobile view station (mvs) to turn off the ior function and the issue could no longer be replicated.